Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11: additional narrative: reported issue: stopped during op. Started when battery case was removed from main unit and reconnected it. Would like them to check if connection was faulty. A visual and functional assessment was performed on the device according to se_463364_al. The following steps failed: section 10: general condition. During service/repair the following was observed : [pre-internal comment: no fault found (ng); no fault reproduced; attachment coupling: wear/deformation] (more than two years have elapsed since the previous repair or purchase.) (Operates correctly using both the inspection unit and the hospital-owned battery case.). [Action taken: repair cancelled]. During the service evaluation the following failures were identified: visual : component damaged conclusion: ¿ failure reported is not confirmed . ¿ root cause: faulty parts (3210). ¿ action: return unrepaired. Device history review: no manufacturing record evaluation required as no manufacturer or service related issue found.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the small battery drive device stopped during use. It started when the battery case was removed from the main unit and reconnected it. There was no delay in the procedure reported. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11. Additional narrative: a visual and functional assessment was performed on the device. The following steps failed: general condition. During the service evaluation the following failures were identified: visual: component damaged. Conclusion: failure reported is not confirmed. Root cause: faulty parts (3210).